Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after the clip was deployed, the device was difficult to remove. As per the instructions for use, to aid in the removal of the device, the safety release and access port buttons were utilized without success. The thumb advancer was readvanced and it felt as if a small part of the sheath split and the device was removed with ease. The clip achieved hemostasis.there was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurred in (B)(6)) the customer reported the device was discarded. The lot number was not provided; therefore, a review of the device lot history record could not be performed and a root cause for the reported event could not be determined.